Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer declined any further troubleshooting, and no additional information was received.